Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned device exhibits scratches and blemishes consistent with reusable instruments. Dents and deformations are visible around the locking mechanism and the ends of the adjustment knobs. One end of the green knob is visibly bent, which is likely the result of excessive torque applied during use. During functional testing, the green and silver knobs were found to be stiff and could not be rotated. The purple knob was functional and could be rotated without resistance. R&d reviewed images of the returned device and attributed the failure to misuse. Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by improper handling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the adjustment block on the infinity instruments would not move freely and was incredibly stiff. An additional 2mm cut had to be made on the talus as the block could not be adjusted far enough.

Event description:
It was reported that the adjustment block on the infinity instruments would not move freely and was incredibly stiff. An additional 2 mm cut had to be made on the talus as the block could not be adjusted far enough.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.